Event description:
The customer received a blood glucose reading of 420 mg/dl on the breeze2 meter, retested on a different meter and the reading was 180 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The meter was replaced at the insistance of the customer. Test strip information was not provided.